Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Based on the information available, the high implant depth appeared to have led to partial left main coronary artery occlusion which also led to a cascade of clinical observations (mild pvl and hypotension). A root cause to the high implant depth was not determined; however, it is often influenced by patient anatomy, calcification levels in the native vessel, compliance of the aorta and native vessels, and/or user technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant, this transcatheter bioprosthetic valve was deployed in a high position at the left coronary cusp and a lower position at the non-coronary cusp. An echocardiogram indicated a mild paravalvular leak and patent flow down the coronary arteries. The patient then became hypotensive. A transesophageal echocardiogram (tee) showed an anterior and an apex wall abnormality. It was determined that the left main coronary artery was partially occluded. Per the physician, there is no allegation that the valve occluded the coronary artery; however, there was no clear angiogram view of the cause of the occlusion. Cardio-pulmonary bypass and an intra-aortic balloon pump were initiated. The left main coronary artery was wired, ballooned and stented. The vital signs improved and a subsequent tee showed a significant improvement in the anterior and apex wall abnormality. The device remains implanted. No subsequent adverse patient effects were reported.